Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The vessel sealer extend was found to have the main tube dislodged. The main tube metal tabs were found to be dislodged from the slots at the distal end. As a result, the instrument failed intuitive motion. The event caused partially or wholly by the user of the device including sample handling. The instrument exhibited imprecise motion when the mtms were manipulated. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument would move partially in the intended direction, but not complete movement fully. A lag was observed, or the instrument would just stop moving. The instrument's grip tips were not moving intuitively, they were not following the mtm input commands smoothly. Root cause is attributed to dislodged main tube.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer lost control of the vessel sealer extend (vse) instrument. No fragment fell into the patient. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure and no known impact or patient consequence was reported.